Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. A broken lcd screen was found during the visual test. The cause of the breakage is traced back to user. Replaced pcb. Device passed all functional tests after repairs. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event: unknown. No information has been provided to date. D5: other operator of device: operator of device is unknown. H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the lcd was broken. There was unknown patient involvement and unknown patient harm/adverse event reported.